Manufacturer narrative:
The patient's driveline debridement in (B)(6) 2023 is reported under MFR #: 2916596-2023-02875. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were observed. The pump appeared to function as intended and operated above the low-speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and hepatic dysfunction as adverse events that may be associated with the use of the hmii lvas. Section 6 of the IFU, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's right heart failure and hepatic dysfunction were not pre-existing conditions but were not thought to be device related. The patient experienced fatigue and a failure to thrive. The patient was diuresed and lfts improved, and a hepatic ultrasound was performed that showed patent veins. Small bilateral pleural effusions and bibasilar atelectasis were also note during the performed CT scan. Based on the sharp rise and rapid improvement of the patient's lft, the customer suspected the issue was a low flow phenomenon and not medication related; bactrim was restarted on (B)(6) 2023 and lfts continued to improve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-02859. It was reported that patient was admitted on (B)(6) 2023 for nausea, vomiting, hiccups, and asymptomatic hyponatremia. They had labs taken revealing elevated liver function tests (lft), lactate dehydrogenase (ldh), and normal lipase. The ldh was initially thought to be due to liver congestion from right heart failure. The patient was given an IV of bumex (bumetanide) with adequate urinary output but lft continued to rise. The patient was discontinued from amiodarone, tylenol (acetaminophen), and hydralazine. A plan was made to have an isoenzymatic ldh test and transthoracic echocardiogram to evaluate for thrombus. There was no evidence of thrombus. Driveline debridement was performed and a wound vac was placed in (B)(6) 2023, and a CT showed interval slight increase in size of small collection surrounding the distal lvad drive line in the left anterior abdominal wall, likely communicating with skin, which was noted to correlate with history of incision and drainage for infected collection.. A review of the log files revealed low voltage and no external power alarms on (B)(6) 2023 at 0624 while tethered to the mobile power unit. There was also a transient backup battery fault alarm on (B)(6) 2023 at 0628.